Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. There was no relationship between the returned device and the reported incident. Visual inspection of the returned controller found that the warranty seal was broken/peeled up. The returned device was tested using a known good compatible controller and wand which was found to perform as intended. During testing there were no signs of the controller smoking or overheating. The ablation and coagulation voltage output readings were within specified ranges. The complaint was not verified and the root cause could not be determined since the device functioned as intended. Factors which can lead to overheating or smoking include: (1) when a wand is used, it will create steam when sufficient suction is not used and give the user the perception that it is smoking. This occurs when the wand is burning off the residual fluid on the distal tip. (2) any lack of suction will also enhance and promote a more visual effect. There were no indications to suggest the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the device was overheating and smoking during a procedure. Case was completed using a back-up device. No patient/user injury or other complications were reported.